Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a single shock impedance measurement of zero. All other diagnostics and trended device data were stable. Boston scientific technical services (ts) discussed electromagnetic interference (emi) during the daily impedance test could result in a reading of zero. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Continued monitoring was recommended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.